Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The engineering evaluation could not confirm the stated failure mode. The evaluation determined that all parts of the design were within visionaire standards. No root cause could be found for the complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include surgical technique or a procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a tka procedure, the femur block didn¿t fit and the surgeon had to convert to standard instruments. According to the sales rep, when dr. (B)(6)pushed down the distal medial paddle, it came off distal lateral bone and vice versa. He also said the block "didn¿t have the typical hook feel". Instruments were inside the patient. It is unknown if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.